Event description:
It was reported that arctic sun device was giving audible alerts but no visible message. The therapy has stopped. They walked through stop therapy and empty pads. The device powered off and back on. The event log shows alert (B)(4) patient temperature (B)(4) erratic. The patient has esophageal probe in place and upon questioning determined most likely the tube feeds that were started at time of alert were the culprit. They discussed how that interacts with the patient temperature reading on the arctic sun. Then restarted therapy and they advised to call back with any additional questions or concerns.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was giving audible alerts but no visible message. The therapy has stopped. They walked through stop therapy and empty pads. The device powered off and back on. The event log shows alert 50 patient temperature 1 erratic. The patient has esophageal probe in place and upon questioning determined most likely the tube feeds that were started at time of alert were the culprit. They discussed how that interacts with the patient temperature reading on the arctic sun. Then restarted therapy and they advised to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.